Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient experienced a stroke post procedure. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. A watchman ® access system was used to deploy and release a 27mm watchman ® laa closure device. The patient was discharged on 4.5mg of warfarin and aspirin. In (B)(6) 2017, at the 45 day follow up, there was a complete seal and no thrombus. The patient discontinued warfarin and started clopidogrel. In (B)(6) 2017, the patient experienced an ischemic stroke. A magnetic resonance imaging (MRI) revealed a right coronary radial infarction. A transesophageal echocardiogram (tee) showed no intracardiac thrombus. The patient experienced a drift in their left leg motor function and was noted to be a 1 on the nih stroke scale. The patient was treated with an oral medication change of 10mg apixaban.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient experienced left paraplegia and dysarthria. MRI images showed infarct area is present in the region of the right corona radiata. The patient was prescribed 10mg apixaban on top of asipirin100mg and clopidogrel 75mg. In (B)(6) 2017, a follow-up evaluation with a neurologist showed no progression of neurological signs. A cardiology follow-up with a tee showed no evidence of thrombus in left atrium or on the surface of the device. The device was located in the right position as previous tee findings. The patient remained on aspirin.